Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump prime history recorded nine records for (B)(6) 2018 then skipped to (B)(6) 2017 with no record in between. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of prime records from (B)(4) 2018 to (B)(4) 2017 with no records in between. During testing, the pump successfully completed the rewind, load, and prime steps without issue and accurately recorded in the pump history. The pump successfully completed the 24 hour duration test without issue and accurately recorded in the pump history. The pump was primed at multiple random points during testing, all of which were performed successfully and accurately recorded in the pump history in the correct sequence. The original complaint of a history/settings issue was noted in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional evaluation code: method codes (B)(4).